Event description:
When paramedics arrived on the scene, the patient was receiving cardiopulmonary resuscitation (CPR) by a bystander and was in pulse less electrical activity (pea). Patient was resuscitated after one round of meds (bicarb and epi) into a tachycardic rhythm. When the paramedic attempted to print the summary report from the m-series monitor, the print out only displayed the proper start time and end time and a six-second strip of the CPR. No other ECG findings were recorded, available. This did not impede the patient's care. The monitor was pulled from service and brought to biomedical engineering for further testing. Biomed could not confirm reported problem of the summary report not printing out. Testing of the device was unable to reproduce the reported problem. Ran numerous scenarios with patient simulator and each printed a complete summary. The device passed all functional tests and is recertified to be used clinically.